Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Name of procedure: nephrectomy by robotic surgery. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs." Product is available for return. Additional information received via email on 31jul2020 from [name]: the metal tips of the prongs well fully exposed. The bag fell off immediately after the thumb ring was pushed forward. Multiple attempts were not made to advance the actuator. The bag fell out into the patient and was retrieved up by using a grasper. The case was completed by replacing the unit with a new unit. Patient status: "fine." Type of intervention: a new unit was used to complete the case.

Event description:
Name of procedure: nephrectomy by robotic surgery. Hospital: [name]. "Surgeon push the thumb ring forward to deploy the bag but the bag drop out from prongs." Product is available for return. Additional information received via email on 31jul2020 from [name]. The metal tips of the prongs well fully exposed. The bag fell off immediately after the thumb ring was pushed forward. Multiple attempts were not made to advance the actuator. The bag fell out into the patient and was retrieved up by using a grasper. The case was completed by replacing the unit with a new unit. Patient status: "fine". Type of intervention: a new unit was used to complete the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the actuator was fully deployed and the tissue bag was partially rolled and cinched. The cord loop was also broken and frayed at the location of the break. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.